Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred outside of the pt. The physician was attempting to advance a taxus express2 8.8% 3.50 x 16 mm stent to a calcified and tortuous lesion, however, resistance was encountered. In addition, the physician noticed the catheter bending and then the catheter shaft fractured outside of the pt. Consequently, the stent was never deployed. The physician removed the fractured shaft and a new taxus stent was used to successfully completed the procedure. No additional intervention was needed. No pt injuries or complications were reported. Pt status is reported to be "satisfactory/good."